Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Most recently, the customer loaded a new cartridge and was able to receive an accurate fill estimate. During a follow-up with tandem technical support, the customer loaded a new cartridge with water to verify accuracy and then loaded the cartridge with insulin and received an accurate fill estimate. There was no impact to the customer's blood glucose level.